Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The patient had two endeavor sprint drug eluting stents implanted in the mid rca. Approx. 25 months post index, the patient suffered a stroke. This was assessed as not related to the device. On the same day the patient expired. The death was assessed as not related to the device. The cause of death was non- cardiac and due to cerebral vascular disease.

Manufacturer narrative:
The patient died due to rupture of cerebral vessel (bleeding). If information is provided in the future, a supplemental report will be issued.